Event description:
During the left atrial appendage (laa) closure procedure, a perforation of the iliac vein occurred. A coda (cook) balloon was inflated for a few minutes and a long sheath was used to cover the location of the perforation during the remainder of the procedure. At the end of the procedure, an angiogram was performed and there was no sign of perforation. The patient remained stable throughout the whole procedure.

Manufacturer narrative:
Corrected data: b5, g3, h2, h6.

Event description:
Follow up report needed to include updated clinical signs, symptoms, and conditions code.

Manufacturer narrative:
Two videos were submitted for evaluation to product performance engineering, no product was received. The videos returned show the imaging during the reported perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be conclusively determined.